Event description:
A consumer reported an event with unspecified band-aid water block plus bandage. Consumer reported he placed the bandage on a healing cut on his right leg. The consumer stated that he took precaution before going into the pool, he used the bandage, which worked fine. After the pool he went into a hot tub, not knowing the bandage came off. Two days later, he alleged that his leg had a dangerous infection and it swelled up. Consumer went to the emergency room (ER) and was treated with a one hour IV and unknown pills for 10 days.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Patient age at time of event, gender, weight, and ethnicity and race were not provided for reporting. This report is for one (1) band-aid water block plus unspecified USA not applicable bawbplusunsp bawbplusunsp, lot number n/a. Upc #, lot number # and UDI # are not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed. No conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.